Event description:
During a cryo atrial fibrillation procedure, an effusion occurred in the left atrium. The physician had cryo ablated the left veins and was moving the ibi quad into the svc for phrenic pacing to begin cryo ablation of the right veins when the anesthesia team noticed a drop in the patient¿s blood pressure. An ultrasound confirmed the pericardial effusion. The patient coded on the table and was rushed to emergency surgery and a pericardiocentesis was performed. The current patient status is unknown. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Additional information received on 2/3/22 stated the patient passed away the night of the procedure.